Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator communicates properly to the pump. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 22 mg/dl, which was treated. Blood glucose level at the time of the call was 117 mg/dl. Customer did not troubleshoot. Customer also mentioned getting sensor alert. The insulin pump was not replaced or returned for analysis.